Manufacturer narrative:
On (B)(6) 2025, the user reported that the system displayed results that differed from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance concerns, and the sensor was requested for further investigation. However, the sensor was not returned to senseonics prior to closure of the complaint. A review of the in-vivo data showed a declining signal across all sensing areas, indicative of oxidation of the glucose indicating chemistry in the sensor hydrogel. The user continued to use the system despite authorization for a sensor replacement. A review of 30 days of sensor data ((B)(6) 2025 to (B)(6) 2025) showed occasional sg and bg mismatches, along with transient optical instability that demonstrated a stabilizing trend over time. At the time of complaint closure, no additional inaccuracy-related issues had been reported by the user.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.